Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station automatically rebooted whenever drawers were closed. This issue was recurring across multiple drawers. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that there were no issues with the device, customer believe the problem may be related to the wall outlet, not with the station, requested to close the case and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.